Manufacturer narrative:
Concomitant medical devices:693558 lead implanted: (B)(6) 2013, d224trk ICD implanted: (B)(6) 2013, 1258t lead competitive (B)(6) 2013 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend of the rv pacing lead was rising, and that pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and rising pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.